Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and pericardial effusion. It was reported that this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The clip was difficult to visualize due to the anatomy. The clip was implanted successfully reducing mr to 2; however, the clip detached from the posterior leaflet, and remained attached to the anterior leaflet (slda). Mr increased to 3. Another clip was implanted successfully to stabilize the slda clip. By the end of the procedure a total of two clips were implanted and mr was reduced to 2+. Approximately 6 to 7 hours post procedure, an effusion was observed, requiring pericardiocentesis. The patient is stable. In the physician's opinion, it is unknown what caused the effusion, since the effusion happened greater than 6 hours after the procedure; the mitraclip procedure went smoothly. The effusion was not present prior to the procedure. No additional treatment is planned for the patient. There was no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported single leaflet device attachment (slda) appears to be due to a combination of patient morphology/pathology (prolapsed anterior leaflet, restricted and short posterior leaflet) and user technique/procedural circumstances (difficulty visualizing the clip). A conclusive cause for the reported patient effect of pericardial effusion and the relationship to the device, if any, cannot be determined. The reported patient effect of cardiac tamponade (pericardial effusion), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.